Event description:
It was reported while using bd facscanto¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the instrument works but there is a leak of liquid under the cart. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Unknown. 4. What is the source of leak -- waste line or non-waste line? Non-waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Facsflow.

Manufacturer narrative:
After further review MFR#2916837-2021-00186 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the instrument works but there is a leak of liquid under the cart. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Facsflow.